Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary bypass procedure there was an issue with the quality of sealing performed by the device. The device was activated on muscle tissue and end tones were heard but the thermal spread did not seem as expected. A new device and generator was used to continue the procedure. There was no harm to the patient.

Manufacturer narrative:
One device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. The reported conditions were not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.